Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate electric shock due to myopotential noise. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.